Manufacturer narrative:
New updated and corrected information is referenced within the update statements in describe event or problem. Please refer to statement dated 27feb2017 in describe event or problem. No further follow up is planned. A nurse reported, on the behalf of a female patient, the plunger of the patient's humapen luxura device "was not working." The patient experienced diabetic ketoacidosis, hyperglycemia, and hypoglycemia. The device was not returned for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality with high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event and a product complaints (pc), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin m3 70/30 100u/ml) from a cartridge, via reusable pen (humapen luxura) burgundy. Dosage regimen, route of administration, indication for use and start date were not reported. On unknown date, after starting human insulin isophane 70%/ 30%, she was admitted to the hospital with a fracture. She also experienced multiple episode of hyperglycaemia and hypoglycaemia. One episode of sever hypoglycemia and one episode of diabetic ketoacidosis (dka) on ward. The ward nurse checked patient pen and established human insulin isophane 70%/ 30% (pc 3896672/ lot. Unknown) was leaking from cartridge and plunger on device was not working, almost looked corroded. The nurse queried whether ward staff had been using a syringe to remove human insulin isophane 70%/ 30%. As corrective treatment she had an implementation of human insulin isophane 70%/ 30% administration across wards. Outcome of the events was unknown. She now was using disposable kwikpen and remained on human insulin isophane 70%/ 30%, but lower doses were required. Timeline of issue with pen unknown. The user of the luxura and his/her training status was not provided. The luxura model and suspect luxura durations of use were not provided. The suspect luxura was changed for the use of a kwikpen, return status for suspect luxura was not reported. The reporting consumer assessed the events were related to human insulin isophane 70%/ 30% or the luxura humapen ((B)(4)/ lot. Unknown) . Edit 06feb2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Edit 09-feb-2017: information received from the affiliate on 09-feb-2017. Product (B)(4) were processed and added to the narrative; due to pc information, luxura unknown body type was updated to burgundy. No adverse event information was received. Update 27feb2017. Additional information received 27feb2017 from the product complaint safety database. To the suspect device tab entered the device specific safety summary (dsss), updated the european and canadian (EU/ca) device information, updated the medwatch field with the device information and the narrative was updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a nurse who contacted the company to report an adverse event and a product complaints (pc), concerned a (B)(6) female patient of unknown origin. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injections (humulin m3 70/30 100u/ml) from a cartridge, via reusable pen (humapen luxura). Dosage regimen, route of administration, indication for use and start date were not reported. On unknown date, after starting human insulin isophane 70%/ 30%, she was admitted to the hospital with a fracture. She also experienced multiple episode of hypergylcaemia and hypoglycaemia. One episode of sever hypoglycemia and one episode of diabetic ketoacidosis (dka) on ward. The ward nurse checked patient pen and established human insulin isophane 70%/ 30% (pc 3896672/ lot. Unknown) was leaking from cartridge and plunger on device was not working, almost looked corroded. The nurse queried whether ward staff had been using a syringe to remove human insulin isophane 70%/ 30%. As corrective treatment she had an implementation of human insulin isophane 70%/ 30% administration across wards. Outcome of the events was unknown. She now was using disposable kwikpen and remained on human insulin isophane 70%/ 30%, but lower doses were required. Timeline of issue with pen unknown. The user of the luxura and his/her training status was not provided. The luxura model and suspect luxura durations of use were not provided. The suspect luxura was changed for the use of a kwikpen, return status for suspect luxira was not reported. The reporting consumer assessed the events were related to human insulin isophane 70%/ 30% or the luxura humapen (pc 3896673/ lot. Unknown) . Edit (B)(6) 2017. Case was opened to enter the medwatch device fields for device mailing. No new information. Edit (B)(6) 2017: information received from the affiliate on (B)(6) 2017. Product complaints (B)(4), (B)(4) were processed and added to the narrative; due to pc information, luxura unknown body type was updated to bungurdy. No adverse event information was received.